Manufacturer narrative:
The reported event of the wrench did not click when trying to tighten the setscrew was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the wrench through the septum into the setscrew which caused septum punch-outs. The excessive punch-outs were coming between the wrench and the setscrew inset walls causing the wrench to slip while trying the engage the walls. As the wrench slipped it stripped the inset. Once the setscrew inset is stripped the setscrew cannot be tightened and the wrench will not click. No device anomalies were found. The problem is related to the user¿s incorrect use of the wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the setscrew of the pacemaker was unable to be tightened. The pacemaker was not used and replaced during the procedure. The patient was stable.